Manufacturer narrative:
The lot number was provided for the three malfunctions; therefore, a lot history review could be performed. For the 3 malfunctions, 1 device was returned to the manufacturer for evaluation. The investigation is unconfirmed for self activation. For the remaining two malfunctions, the investigation is inconclusive for the reported issue as no objective evidence was provided for review. The definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model mc1820 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the three malfunctions, one did not involve a patient, and two involved a patient with no patient consequences. The one patient was (B)(6) male and (B)(6). No other patient information was provided.